Event description:
It was reported that the intra-aortic balloon (iab) was inserted via the patient's femoral artery while in the operating room. The patient had been on two iab's and weaned over the last few weeks. The patient had been weaned from ECMO (extracorporeal membrane oxygenation) and as a final measure was sent to surgery. The intra-aortic balloon pump (iabp) technician attempted to connect and zero iab. The technician said that he heard the 'click', but did not get a waveform when the iab was inserted. He did not notice the color of the light bulb. He said they were using a slaved ap waveform. After about 15 minutes, he noticed the ap (arterial pressure) waveform was 'very strange' and then he got a helium loss alarm. He purged the iabp once and then he immediately noticed blood in the tubing. As a result, the technician disconnected and clamped the tubing. The iab was removed through the sheath. A new iab was opened and connected to the iabp, zeroed and placed in the same insertion site without incident. The technician stated that he observed the iab central lumen to be fractured and poking into the membrane of the iab. The chief of perfusion was present in the case as well. There was no reported patient death or injury. Iabp therapy was delayed / interrupted for the timeframe required to retrieve another iab. Medical / surgical intervention was not required. The length of time prior to the event was 15 minutes. The patient outcome is listed as ok.

Manufacturer narrative:
(B)(4).